Manufacturer narrative:
Investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient sustained a cva on (B)(6) 2018 and the patient's family elected for hospice care. The patient expired on (B)(6) 2018. The patient outcome was reportedly due to elevated ldh and suspected device thrombosis which contributed to a cva. The device reportedly was operating as intended. The device was not explanted. Despite requests, no further related information was provided. Device thrombosis, and stroke are listed in the hm2 IFU as adverse events that may be associated with the use of the hm2 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 months. The patient remains ongoing with the lvad device. Was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was expired due embolic cva. The pump was explanted on (B)(6) 2018. On 04feb2019 it was reported that the patient had an embolic cva in (B)(6) 2017, after reversal of his anticoagulation for a gi bleed. The patient then required pump exchange on (B)(6) 2018 for suspected pump thrombosis and ldh, captured in (MFR# 2916596-2018-03369). Within a month patient had rising ldh, so was suspected to have another pump thrombus, but was too debilitated to go through another surgery. Was admitted frequently over the next 6 months for IV anticoagulation and hydration. On (B)(6) 2018, the patient sustained another embolic cva (right mca) and family decided to take patient home with hospice, where patient expired on (B)(6) 2018. It was reported that the death most likely related to device due to the rising ldh, and most likely patient had a pump thrombus that sprayed emboli causing the cva. It was reported that the device operated as expected and the pump (B)(4) was not explanted and no device will be returned for evaluation. On 05feb2019 it was reported that the patient had the gi bleed event that occurred on (B)(6) 2017 for previous pump (B)(4) which was captured under (MFR#2916596-2019-00607). The patient was admitted and gastric avms were noted and clipped via egd. Colonoscopy showed 1 cecal bleeding lesion and 1 in the ascending colon, both were clipped. The patient was discharged on (B)(6) 2017 with a therapeutic inr of 2.0 and had his embolic cva on (B)(6) 2017. Patient¿s actual inr on (B)(6) 2017, when admitted for gi bleed, was 2.3. The lowest inr was on (B)(6) 2017 of 1.9 & drop to 1.5 the day after admission for the cva ((B)(6) 2017). No further information was provided.